Manufacturer narrative:
The hakim valve was received for evaluation. DHR - conformed to the specifications when released to stock UDI - (B)(4). Manufacturing date 30th september 2018. Expiry date 31st august 2023 failure analysis - the valve was visually inspected; proximal connector and needle guard were separated form the valve as well as biological debris. The valve could not be flushed, leak tested and pressure tested due to damage valve. The valve passed the tests for programming. The root cause for the problem reported by the customer is due to the valve receiving a very hard knock as reported in the complaint description ¿patient fell¿. As noted in the IFU silicone has a low tear/cut resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hakim valve was set one year ago. The patient fell and the valve was explanted in three parts on (B)(6) 2019. On (B)(6) 2019 the catheter was clogged and was revised on (B)(6) 2019.